Event description:
It was reported following implant procedure that the right ventricular lead exhibited high capture threshold. The lead was explanted the following day and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.